Event description:
The hcp reported the pt had been experiencing an increase in pain since thanksgiving. An MRI and cat scan were done and did not show any disease progression. A cap dye study was negative for any catheter issues. At refill, a volume discrepancy was noted. The estimated reservoir volume was 3.1ml and the actual reservoir volume was 9.2ml. The hcp reports that at the previous refill, no volume discrepancy was found. The pt is reported to be controlled on other medications.